Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 510 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Customer also reported the insulin pump was making an odd clicking noise. Troubleshooting found the drive support cap appeared to be normal. Customer declined to check for the presence of air bubbles or leaks during troubleshooting. It was also found the customer had issues rewinding the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No strange click or motor error alarm noted during testing. Drive/motor was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.